Event description:
In 5/2002, the pt reported experiencing a hyper-sensitivity to stimulation, including overly loud sensations. The pt was seen by a co rep at the implant center. Testing performed confirmed that the device was functioning. In 6/2002, the pt reportedly started to make slow progress with the device. The pt's parent reported that the pt had not experienced any further overly loud sensations. In 7/2002, the pt's parents requested further testing of the implant as the pt was not progressing as expected. The pt was evaluated by a co rep. The testing confirmed that the device was functioning. However, the pt's parents and the implant center team decided to schedule surgery to explant the device.